Event description:
(B)(6) clinical trial. Same case as: 2134265-2013-03478, 2134265-2013-03326. It was reported that during a stenting treatment procedure chest pain occurred. The patient underwent a cardiac catheterization in june 2011 . Target lesion one was a <= 99% stenosed de-novo lesion located in the distal left circumflex (lcx) with a reference vessel diameter of 3.00mm and a lesion length of 8.00mm. The lesion was treated with 3.00x12mm taxus liberte stent was deployed, resulting in 0% residual stenosis. The patient was discharged the following day on aspirin and prasugrel. In (B)(6) 2013 post, the subject presented with left chest pain radiating down the upper arm to the wrist. The subject was diagnosed with unstable angina and was hospitalized on same day. Cardiac catheterization was recommended. A <=99% de-novo lesion was treated with balloon angioplasty and placement of a non-bsc drug eluting stent, resulting in 0% residual stenosis. At the same day right coronary angiography was performed. A 6 f guide catheter fr 4-sh and a 18 cm luge guidewire was placed in the distal right coronary artery. The subject experienced chest pain at a scale of 6 out of 10 and was treated with nitroglycerin. In addition, a non-tvr was performed and 90% stenosed lesion located in the distal right coronary artery was treated with a non-bsc drug eluting stent, resulting in 0% residual stenosis. The patient was discharged the following day on aspirin and prasugrel. On (B)(6) 2013, the subject presented with chest pain and was hospitalized on same day. After angiography without revascularization, the subject was treated medically. On the next day, the outcome of event was considered as resolved without residual effects and the subject was discharged on the same day.

Manufacturer narrative:
The complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).